Manufacturer narrative:
Review of the instrument logs confirmed the observed issue where the results of 4.3% cmv avidity was generated with igg6-16 dilution protocol and the results of 96% and 95% cmv avidity were generated with dilution protocol of igg150-500 for the sid7547895819. Review of the assay parameters for both cmvavi1 and cmvavi2 indicated that the default dilution was configured for igg6-16 on both assays. Further review indicated that the igg150-500 dilution protocol is available as an optional dilution for both assays. The probable cause of the issue was the incorrect dilution protocol igg6-16 was performed instead of the correct dilution protocol igg150-500. Labeling was reviewed and found to be adequate. The architect system operations manual provides adequate instructions on configuring default dilution protocols. The cmv igg avidity assay insert provides information on specimen dilution procedures. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Based on the available information, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided.

Event description:
The customer stated that a falsely decreased architect cmv igg avidity result was generated for a patient sample. Architect cmv igg avidity results were 4.3% (low avidity), 96% and 95% (high avidity). It was discovered that the initial result of 4.3% was generated using an incorrect dilution protocol (igg6-16). The repeat results were generated using the correct dilution protocol (igg150-500). The customer uses a track system for sample processing. No adverse impact to patient management was reported.